Manufacturer narrative:
A siemens global product support specialist analyzed the immulite 2000 xpi instrument data. Analysis of the instrument data indicates that the cause for the discordant toxoplama igg result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. Siemens is currently investigating the issue.

Event description:
Discordant false positive immulite 2000 xpi toxoplama igg results were generated on one patient sample. The laboratory repeated the sample on a different system with the same results. The laboratory ran a different lot of reagent and a negative result was obtained twice. There was no known report of treatment given or withheld based on the discordant toxoplasma igg results.

Event description:
Discordant false (B)(6) immulite 2000 xpi toxoplama igg results were generated on one patient sample. The laboratory repeated the sample on a different system with the same results. The laboratory ran a different lot of reagent and a negative result was obtained twice. There was no known report of treatment given or withheld based on the discordant toxoplasma igg results.

Manufacturer narrative:
A siemens global product support specialist analyzed the immulite 2000 xpi instrument data. Analysis of the instrument data indicates that the cause for the discordant toxoplama igg result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. Siemens is currently investigating the issue. Update: (B)(4) 2012, siemens has investigated the issue and has determined that the frequency of the false (B)(6) patient results reported is within the IFU specificity claim of (B)(4) for the immulite systems toxoplasma igg assay.